Event description:
A consumer reported that a pt experienced inaccurate readings while using a one touch meter. Pt has been using ot meter for about 2 years. In 2001, pt had blood glucose = 36mg/dl on ot meter. Pt ate breakfast and took set amount of insulin. The low blood glucose results continued all day although pt ate to increase blood glucose. Pt never had any symptoms. Paramedics were called and found pt's blood glucose 120mg/dl. Pt did not receive any treatment and was not transferred to the hosp. No further info has been provided.